Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead experienced a perforation, sometime between the implant procedure and one month post implant. A guidant technical services consultant discussed performing an echocardiogram before and after the lead revision procedure to asses fluid in the pericardial sac, and also being prepared to tap the pericardial sac in the event of a cardiac tamponade.